Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Noise was noted during follow up. The high voltage lead impedance trend was stable and the x-ray images provided to technical support showed no signs of damage. No intervention has been done. The lead remains implanted and will continue to be monitored. The patient is in stable condition.